Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.1., d.2., d.4, d.6., d.7., g.1, g.5.

Event description:
The device has been explanted.